Manufacturer narrative:
Patient information was unavailable from the site. The name of the surgeon was not provided. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. It was reported that the system became unresponsive and had to be rebooted. The surgery was completed with imaging and there was no impact on patient outcome.